Event description:
The report we received from the affiliate indicated that the patient had severe stenosis on the distal-left anterior descending artery and the lesion was calcified. The physician engaged a vista brite tip guiding catheter and a runthrough (terumo) wire was advanced through the lesion. The physician chose a worldpass 2.0 x 20mm to pre-dilate, but it was very difficult to withdraw the catheter back after pre-dilatation. Consequently, the physician removed the balloon catheter and used another worldpass. There was no patient injury reported.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states.